Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 300 to 400 mg/dl at the time of hospitalization and treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer reported that they had difficulty in breathing and vomiting symptoms. Customer was assisted with troubleshooting for high blood glucose level. Customer also reported that ok button was not working. The insulin pump will be returned for analysis.